Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip was detached, the corewire length was exposed by approximately 0.1cm and the corewire tip was exposed. The detached segment was not returned. There was no evidence of corewire fracture. There was a kink in the distal section of the guidewire. The complaint is consistent with the returned guidewire since the distal tip was detached, and the corewire tip was exposed. It is most probable that anatomical or procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, slight resistance was experienced during removal of the guidewire through the cannula. When the jagwire was inspected outside the patient, the hydrophilic tip was found to be angled. An attempt was made to straighten the guidewire tip; however, the tip detached exposing the tip of the metal corewire. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2015. According to the complainant, during the procedure, slight resistance was experienced during removal of the guidewire through the cannula. When the jagwire was inspected outside the patient, the hydrophilic tip was found to be angled. An attempt was made to straighten the guidewire tip; however, the tip detached exposing the tip of the metal corewire. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.